Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. Immediately after implant stimulation was ¿plain magic¿ and the settings were wonderful, but after she met with a manufacturer representative about two weeks after implant the settings were changed because it was thought they could improve on the results the patient was getting. Since then the patient had not been happy with the stimulation. They had been back two more time since that appointment and they could not seem to get stimulation back to where it first was. The patient tried a, b, and c, and none of them worked well. The patient¿s back hurt and not their ankle where stimulation is sometimes felt. They felt incredibly sharp pain that makes them throw up, that are not always in the same place but sometimes in the middle of her back, sometimes on her sides, and she gets them 4-5 times per day, ¿they¿re not positional¿. Additional information was received on (B)(6) 2014 indicating that the patient was still having concerns regarding her device or therapy but was working with their physician or manufacturer representative. It was also stated that the patient would make an appointment the week after that report. Additional information was received indicating that the patient had an appointment with their physician. A general reprogramming was performed on (B)(6) to increase coverage in the hip/leg. The patient stated that she was pleased with stimulation in the office and would test new programs in real world circumstances in home and report back to office. The patient did not mention throwing up. It was unknown if the patient was receiving effective therapy. The patient had seen their physician but had not notified their local manufacturer representative. The patient later reported that they were having a problem with their stimulator and stimulation was not working since it was adjusted in (B)(6) 2014. When she met with the manufacturer¿s representative (rep) in september stimulation was readjusted and it just kept getting worse and worse and it wasn¿t covering the area it should. The patient wanted it back the way it was. It was noted she had adaptivestim. Sometimes she would have no stimulation when she stood up, then all of a sudden she would get a huge jolt when getting out of the car which happened 2-3 weeks prior to (B)(6). It was so bad that she fell out of the car. About three to four weeks prior to (B)(6) it was reset right which happened before the patient fell out of the car. The patient stated that stimulation was so intense, and she had this same problem after leaving the doctor¿s office about six weeks prior. It was further reported that when the rep. Readjusted stimulation back in (B)(6) the patient didn¿t have scar tissue and the rep. Was allowing for scar tissue. She was shocked again one week prior to (B)(6). An appointment was scheduled to meet with the rep. On (B)(6) but didn¿t want to meet with certain reps. Or else they would cancel their appointment. The rep. Later reported that the managing clinic cancelled the patient¿s office visit. There was no date scheduled with the clinic for follow-up with the patient, and the patient was regulated to one doctor. Very little information could be pertained because the patient was unwilling to meet with 2/3¿s of the rep¿s¿ team. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported there was a possible problem with the implantable neurostimulator (ins). The patient reported she had been keeping a diary since september since she had been complaining of stimulation randomly turning off. When she was lying down, stimulation was shocking her and when she was upright stimulation didn¿t kick in. On (B)(6) at 6:30 a.m. When she woke-up she went from a lying to upright position. After 20 minutes she continued to feel no stimulation and stimulation had been turned off. An overstimulation sensation was also reported along with stimulation turning off and on and a surging sensation. The patient reported that when stimulation turned on and off intermittently, stimulation also increased even when the patient was not changing positions. The manufacturer¿s representative (rep) was going to meet with the patient on (B)(6) for further investigation. The rep. Later reported that orientation was checked and all positions were appropriate. It was discovered that whoever programmed adaptivestim didn¿t define any positions except upright. Adaptivestim was programmed to 3.6 volts so when the patient just turned down the amplitude it would automatically revert to 3.6 volts when the position changed. Upon questioning, the patient it was discovered that she never turned the device off. She turned it down to where she didn¿t feel paresthesia and undetectable levels which would contradict her statement that the device turned itself off and on and she verified this on the patient programmer (pp) screen. The device was turned off until analysis was done on the data that was sent in. The patient was not receiving effective therapy at the time due to stimulation being turned off until analysis was received. The rep. Further stated that at that time, if the report showed no errors, each position would be defined and test driven for a couple weeks at lower outputs. Upon analysis of the data no errors were listed. The data confirmed that the patient did not turn the ins off with the pp. After review of the data it was thought that the suggestion to define and program each position would be appropriate. If the problem continued the patient should record the date and time of any stimulation off or surging event. The rep. Relayed the information from analysis to the healthcare provider (hcp) with the recommendation to either define positions in adaptivestim or disable adaptivestim in addition to providing further patient education on turning stimulation on and off with the pp versus turning outputs down when stimulation wasn¿t on. The analysis confirmed normal device function and isolated the complaint to user error.